Event description:
Ous MDR - after an implantation period of 4 months oversensing resulting in an inappropriate shock was reported. The lead and the device were returned for analysis. Apart from the shock no adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead and the implantable cardioverter defibrillation, ICD, under complaint were subjected to an extensive analysis. First, the memory content as well as the therapeutic functionality of the ICD were thoroughly inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to one shock delivery, confirming the clinical observation. However, a thorough analysis of the ICD, especially of the sensing functions proved the device to be fully functional. Furthermore, the performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular approximately 33 cm distal to the df4 connector pin the lead body was found squeezed and deformed. This damage can be considered as the root cause of noise. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages of the lead most likely occurred during the explant procedure.